Event description:
It was reported that; blocker cracked.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The blocker was found to be fractured on one side. No material or manufacturing defects were found. A root cause of the event is excessive force applied to the blocker while tightening.

Event description:
It was reported that; blocker cracked.